Event description:
Same case as MFR report #: 2134265-2009-06508. It was reported that the patient experienced post procedure hypertension. The index procedure treated a 5x15mm, 84% stenosis of the right mid common carotid artery. Treatment consisted of placement of a filterwire ez, deployment of an 8x29mm carotid wallstent, and post dilation resulting in 0% residual stenosis. One day post procedure the patient developed hypertension. The patient's existing antihypertensive medication, metroprolol, was increased and the event resolved. The patient was discharged the next day with instructions to continue the increased regimen of antihypertensives. The investigator assessed this event as possibly related to the study devices.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.